Event description:
Each row of the sponge counter bag is divided into two parts. The division can be pulled apart to form one large pocket to accommodate larger sponges. Staff report that frequently the division tears apart when they don't want it to, resulting in possible confusion as to the number of sponges in the pocket. Staff recommends the tear-apart division be made stronger to prevent unwanted tears. No patient injuries have been reported, but the potential for mis-counting sponges exists.